Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is dislocating. A revision surgery is planned.

Manufacturer narrative:
Device history records were reviewed and no deviations/ anomalies were identified. Product was not returned so no product evaluation could be conducted this device was used for treatment. Parts were determined to be compatible. Review of complaint history for the part-lot combination of the reported device identified no additional complaints. Risk assessment did not identify any new risks. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.